Event description:
It was reported that thrombosis as suspected. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted. The patient was admitted from the emergency room due to an unrelated condition on (B)(6) 2021. After an emergent x-ray, the implanted device was suspected to be malpositioned. A follow-up emergent computed tomography (cta) showed that the watchman flx device was deployed in the left upper pulmonary vein (lupv). At the time of implant it was not known that the laa was already ligated. At implant, it was believed that the device was being placed in the laa as there was no pre-imaging done on this patient. Transesophageal echo (tee) was utilized at implant and at the 45-day follow-up tee on (B)(6) 2021 which showed the watchman flx device was well seated with a 5mm leak in the anterior position. At the time of the event, thrombus was suspected in the lupv, so the patient was put on a heparinized drip while inpatient. The patient was on aspirin 81mg up until the suspected device related thrombus. The patient was discharged on anticoagulation and a follow-up cta will be performed in one month to see if the suspected thrombus subsides. The physician stated he did not suspect the watchman device to be the cause of the patient's current issues, and would ideally like to leave the device in place with the patient on long-term anticoagulation. The patient was discharged on (B)(6) 2021 in stable condition on anticoagulation.